Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the molded insulator thermal damage to be related to the customer reported complaint. The force bipolar instrument was found to have thermal damage on the molded insulator at the distal end. An electrical continuity was performed and passed and no damage to the conductor wire was observed. The root cause of this failure is attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the force bipolar (part number 471405-06/ lot number k112203140214) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 during a benign hysterectomy procedure via system sk3440. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted hysterotomy- benign surgical procedure, the force bipolar instrument had damage on one side near the gray plastic on the jaw tip. The procedure was completed as planned with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Follow-up attempts to obtain additional information have been performed. However, no further details have been obtained as of the date of this report.